Event description:
During treatment the doctor smelled something burning. The doctor inspected the treatment tip and noticed a small brown spot on the corner of the membrane. The pt has some excoriation on the left side of face. The doctor has performed ipl and lonotophoresis vit c for the pt.